Event description:
The pt was unable to adjust stimulation. The "call your doctor" icon and a power on reset message displayed. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).